Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced a malfunction in which the auxiliary drawers were jammed and failed to open, even when using the pyxis keys to manually open all the drawers. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 failed. A field service engineer (fse) found that no drawers had failed on the station, logged into the station and checked inventory drawers 1.2 and 1.2 in the auxiliary cabinet, which had been reported as failed and not opening. These drawers had been reported as a recurring issue. The fse removed the drawers, upon inspecting the rear components, found that both hard stops were loose and one of the plunger springs was broken. The fse tightened the hard stops and replaced the broken spring to resolve the issue. After reinstalling the drawer in the auxiliary cabinet, the pixie bus was reconnected, and the station was restarted. The system functioned as intended after the field service engineer repaired the device.